Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motion sensor test failure. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.

Manufacturer narrative:
The device received with critical pump error and pump error 35 due to moisture damage to force sensor. The device received with corroded electronic assemblies and corroded motor home switch.